Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low and high blood glucose. Customer stated that was having low blood glucose of 50's mg/dl and 60's mg/dl. Customer stated she will speak with her doctor regarding low blood glucose. Customer just started with the insulin pump a week ago and blood glucose was 347 mg/dl, dropped into 140 mg/dl got something to eat and blood glucose was 67 mg/dl. Customer stated that she changed the basal rate from 1.5 to 1 and still going low. Customer treated with food and juice. No further information provided.